Manufacturer narrative:
Additional information: b.5, b.6, d.7, h.6.

Event description:
Additional information reported by the patient: "foreign body reaction and inflammation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reports left side capsular contracture, baker grade unspecified and lump. Additional information reported by the patient: rupture. The device remains implanted.